Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that two ports of the controller were loose. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed during visual inspection. Failure analysis of the returned controller revealed that the device failed visual inspection due to a loose  power port 1 and serial port connector. Additionally, it was observed that the serial port connector was damaged with the serial port data cap missing. This observation is not related to the event; the damaged serial port can be attributed to an applied force onto the connector during use and the missing serial port data cap can be attributed to the handling of the device. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however,an internal investigation has been opened by the supplier to evaluate loose connector and implement corrective actions as required. Additional internal investigation has been open to evaluate the damaged pins and damaged power port/serial port connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported per the vad coordinator that when the patient was seen in the clinic on (B)(6) 2017, reported that two ports on controller ((B)(4)) were loose. The patient denied any damage to the controller or any alarms or pump off time associated with the loose connections. Of note, this is the third controller that has been exchanged on this patient due to loose connections over the past nine months. The controller was exchanged with no reported consequence or impact to the patient. The patient was issued a new back-up controller ((B)(4)) and associated ac adapter ((B)(4)). No further information was provided.